Event description:
It was reported to philips that the device's battery was unable to hold a charge and the led indicator did not display the required lights. There was no patient involvement. The reported problem was verified. The battery was unable to charge either in the heartstart mrx device or a cadex charger. The battery is faulty.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery was unable to hold a charge and the led indicator did not display the required lights. There is no patient involvement.